Manufacturer narrative:
(B)(4). Additional information: the transfer set was returned for evaluation. Visual inspection identified broken occluder feet (component of the twist clamp that clamps the tubing closed) as well as discolored tubing. An underwater pressure (leak) test was performed with no issues noted. Clear passage testing passed successfully. Clamp function testing verified the broken occluder feet noted during visual inspection. The cause of the leak was determined to be the damaged occluder feet. A CAPA record was previously initiated regarding the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. If the sample becomes available for evaluation or any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set with twist clamp has a leak. The leak continues even after closing the clamp. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.